Manufacturer narrative:
Additional excluder® components included in this report: pxc121200/13420631, and pxc121000/13355945 patient medications include nexium, tamulosin, daliresp, zetia, prednisone, furosemide, singulair, alprazolam, crestor, aspirin, xyzal, spiriva, albuterol, symbicort, and pro-air. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The patient tolerated the procedure without any reported complications. On (B)(6) 2015, a follow-up computed tomography (CT) scan reportedly revealed what appeared to be a portion of a catheter, approximately 120mm in length, located proximal to the renal arteries in the descending thoracic aorta. According to the report, the patient¿s infrarenal aortic neck was mildly calcified. The cause of the catheter breakage is unknown. The physician will continue to monitor the patient. No re-intervention has been scheduled to date.

Manufacturer narrative:
(B)(4)